Event description:
It was reported that: patient is experiencing increased pain in hip area. Patient states that, if seated too long, hip becomes stiff and painful. Patient is reporting that she had blood work and MRI. Patient is also reporting that doctor states that there is nothing definitive currently.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.